Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that contract medium was infused via the powerloc for MRI examination. When the patient returned to the ward after the examination was completed, it was found that air was contaminated into the infusion line. Although the patient's condition allegedly got worse temporarily because of air contamination into the patient's body, it has been recovered and is stable now. The facility guessed that air embolism occurred due to the loose connection between the lure connector at the y-site and the infusion line of contrast medium.